Event description:
It was reported that the system would not display a usable image. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The inside camera was reseated and foreign debris was removed from the surface of the power supply (ps3). The system was tested and found to be working as intended and returned to service.